Event description:
A 20 mm diameter x 12 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in an patient for endovasular treatment of an adbominal aortic aneurysm. Aneurysm morphology in unknown. Vessel morphology was moderate tortuosity with slight calcification. It was reported that the patient's vessel access was very small 6 mm. It was reported that the phyiscian was experiencing difficulties cannulating the contralateral gate with the wire. After the wire was placed there were additional difficulties advancing the stent graft to the intending landing zone through the tortuous iliac vessels. The stent delivery system was positioned for deployment, however during deployment the runners indadvertently pushed proximal to the stent graft. The graft had migrated 1.5 cm. The physician elected to put a wire up and over the bifurcated arch and pulled the stent graft into the correct position. The stent delivery system was discarded by the user facility. No additional sequelae were reported and the patient is fine.